Manufacturer narrative:
The investigation for access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and the patient experienced an access site complication.day of the implant, while on support, oozing was noted from impella cp access site. Manual pressure was held which would stop the oozing. The patient had continued oozing overnight with suction alarms occurring. The patient received two units of packed red blood cells overnight. Suction alarm condition was resolved. Intensivist placed a stitch at the sheath and oozing ceased. The patient was noted to be in stable condition and underwent planned coronary artery bypass graft surgery and the impella cp pump was successfully explanted. The patient's explanted outcome was survived.